Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, the patient's acetabular components were revised on (B)(6) 2008 due to rotational instability, and a hematoma was found and removed during the operation. This patient was later revised on (B)(6) 2017 due to a fractured modular neck (incident group (B)(4)).